Event description:
It was reported that the user received alert 38 indicating a motor stall while attempting a supply change on an ilet pump, resulting in a period of disconnection from insulin delivery and subsequent difficulty infusing insulin until a guided dry run was completed and delivery was resumed; this reflected a failure to infuse associated with the motor component. Symptoms included hyperglycemia, with a reported blood glucose of 401 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue consistent with failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.